Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Pump monitored for a day. Run current measurement tests are within specification. However, the stop (idle) current high without specification. Pump passed displacement test, self test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on even date, unable to perform data analysis for low battery alarm. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained address/serial number label and stained end cap sticker. No low battery alarm during testing. However, the stop (idle) current high without specification, problem isolated to electronic assembly defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the battery was low after setting time and self-test. Troubleshooting was not performed and issue was not resolved. No harm requiring medical intervention was reported. It is unknown whether the customer will continue or discontinue to use the device and the device will be returned for failure analysis.